Event description:
It was reported that the stents migrated. On (B)(6) 2019, a 14mm x 90mm x 100cm and a 14mm x 120mm x 100cm vici self-expanding stents were implanted in the bilateral iliac vein for treatment of may-thurner syndrome at the osteum. The stents were kissing at the inferior vena cava. The 120mm stent was placed within the target lesion, and both stents covered well. On (B)(6) 2021, the patient presented with symptoms representative of deep venous disease, which included ulcerations, edema, and a lack of relief from the original symptoms after the first procedure. Upon doing a follow-up venogram, the stents presented side-by-side in the mid upper vena cava, which was higher than the confluence. It was unclear if the stents migrated peri-operatively during the previous intervention on (B)(6) 2019, or if they migrated post operatively. The stents were stable. The procedure was resolved by placing two non-overlapping self-expanding wallstents in the iliac. No other patient complications were reported.